Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right ic-pc branch. The max diameter was 14mm, and the neck diameter was 9.3mm. The landing zone was 4.3mm distal and 4.9mm proximal. The patient¿s vessel tortuosity was strong. Dual antiplatelet treatment was administered. It was reported that since the distance that could be secured by distal landing in the internal carotid artery was short, deployment was planned from the middle cerebral artery. Although the deployment was attempted from the middle cerebral artery, tortuosity was extremely severe when the blood vessel ran from the internal carotid artery to the middle cerebral artery. Although resheath was repeated, the deployment failure of the distal end could not be resolved. After changing the strategy to deploy from the ic-top and the size was changed, the placement was completed without any problems. The distal part of the pipeline had been positioned in a bend, and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. No additional steps were taken to open the pipeline, and it was removed from the patient's body. The patient did not experience any health damage. The de vices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined.